Event description:
Procedure type: hernia. According to the reporter: balloon would not inflate during the case. It was noticed that a hole was at the corner of the balloon. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).